Event description:
It was reported that pump displayed malfunction alarm labeled malf 0 with fault ID 0-0x21d6, and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset device without recurrence of malfunction, was advised to continue using pump and to call back if issue returned, and acknowledged understanding of these directions.